Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor memorygel breast implant 425 cc being used in a breast surgery was found to be warped and defective during the operation. No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences or procedural delays.

Manufacturer narrative:
On (B)(6) , 2020, mentor became aware the previous report was submitted in error. This event does not meet the criteria for MDR reportability at this time. Should additional information be received confirming otherwise, a supplemental report will be sent. Manufacturer¿s reference number: (B)(4).